Manufacturer narrative:
Patient information was refused to be provided by the site due to legal/confidential reasons. The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that it was suspected that the cervical probe was bent. The procedure was completed using a back up probe. There was no impact on patient outcome. The medtronic representative reported that the cervical probe would pass verification despite the damage.

Manufacturer narrative:
The cervical probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was slightly bent. Otherwise, with markers attached and fully seated, the probe returns good geometry and divot error readings. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.